Event description:
It was reported, that the patient presented for an implant procedure. During the procedure, the stylet failed to advance in the right ventricular (rv) lead. Furthermore, the helix of the lead failed to advance. The rv lead was not used and replaced. The patient experienced no consequences.